Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; management of expanding aortic arch aneurysm after hybrid endovascular and debranching repair. Konstantinos spiliotopoulosa, ourania preventza, kimi. De la cruza, and joseph s. Cosellia. Doi:10.1093/ejcts/ezx502. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of an unknown size thoracic aortic aneurysm on an unknown date. The procedure was a hybrid endovascular and debranching procedure. It was reported the patient presented with chest pain, neck pain and nausea three years post-index procedure. Cta showed an 87 mm aneurysm of the aortic sac around the valiant stent graft. The patient was underwent left posterolateral thoracotomy, partial removal of the stent graft and replacement with an interposition graft. The event was reported to have resolved. A type v endoleak was reported to be a possible cause of the aneurysm expansion. No additional clinical sequelae were reported and the patient is fine.